Manufacturer narrative:
Corrected data: b.3.

Event description:
Patient reported right side rupture. The device remains implanted. Patient reported "few 3.2 mm simple cysts", " inflammatory-appearing bilateral axillary nodes." And "encapsulation".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side rupture. The device remains implanted. Patient reported "few 3.2 mm simple cysts...", " inflammatory-appearing bilateral axillary nodes." And "encapsulation".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Patient reported right side rupture. The device has been explanted. Patient reported "few 3.2 mm simple cysts...", " inflammatory-appearing bilateral axillary nodes." And "encapsulation". Patient reported capsular contracture baker grade iii-IV.